Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. The blood glucose reading was 150 mg/dl. Customer stated that the motor error alarm occurred while trying to deliver a bolus and that the insulin pump also alarmed for no delivery. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. He reported that he had changed the battery, tubing and reservoir after the no delivery alarm and tried to rewind, prime and bolus, and that is when the motor error alarm occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and bleeding display glass. No excessive no delivery alarm was noted.